Event description:
Per the clinic, the abutment was electively removed under general anesthesia on (B)(6) 2024. The implanted device remains.

Event description:
Per the clinic, the patient experienced significant keloid / hypertrophic scarring / fibrosis around the abutment site and underwent a skin revision surgery to remove the excess tissue on (B)(6) 2024.